Manufacturer narrative:
Event date: unk as not provided by reporter. Removal of device portion is not labeled. Device breakage is not labeled. Event eval.: still under investigation.

Event description:
During a urological procedure, the perc ncircle nitinol tipless stone extractor broke inside the pt. The physician had to intervene to remove the broken off pieces out of the pt. Under fluoroscopy, it was confirmed that all pieces were removed from the pt and saved for eval.